Event description:
The manufacturer received information alleging a ventilator was unable to turn on. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's system board needs to be replaced to address the issue. In addition of the above evaluation, the device's blower assembly, blower bellows, machine flow sensor, tubing-fi02, tubing- system pca, tubing-blower chassis, tubing- low flow 02, cooling fans, cooling fan retainers, and muffler assembly will need to be replaced due to contamination.